Event description:
As reported, from sales rep: I have just received a call from a customer, they opened a 3300 size 19mm and found "black pieces" inside stuck to the valve. They did not use the valve. Device is to be returned.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is to be returned for evaluation. No patient information is available.

Manufacturer narrative:
Evaluation summary: as received, the valve is attached to the holder. Brown filaments and specs are evident in the cusp area and the free margins of all three leaflets at the inflow aspect. The filaments vary in size and measures to approximately from 2 mm. No other inconsistencies detected. Four filaments were isolated and sent to chemistry for identification. Chemistry concluded that filament a is protein like material. Filament b is polycarbonate like material. Filament c was too small to run an ir analysis. Filament d is polyether urethane. Conclusion: although the source(s) of the protein like material, polycarbonate like material and polyether urethane like material cannot be conclusively determined, these materials can include those such as hair/fiber and plastics. The attached evaluation images appear consistent with the ftir analysis results. (B)(4) = ftir analysis. During manufacture of the heart valves there are inspection steps which check for general appearance and check under magnification. (B)(4). Therefore, it is highly unlikely that the particulate observed in the complaint was due to the manufacturing processes.